Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly was confirmed in the laboratory. The cause of the anomaly was found to be due to silicone, septum material found inside the set screw hex cavity, which prevented full insertion of the torque driver into the hex cavity. Hex cavity was rounded when pressure applied.

Event description:
It was reported that during explant for elective replacement indicator the physician had difficulty removing the lead. The set screws for the port have to be completely removed.